Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed due to lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's technical service center regarding air in the line during therapy on the home choice (hc) . The technical service representative (tsr) instructed the home patient (hp) to troubleshoot and check the lines for fibrin or air. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure. Product surveillance contacted the hp on (B)(6) 2011 regarding the air in the patient line. The hp stated he primed the line correctly. The hp started over with new supplies and resumed therapy. The hp did not contact his peritoneal dialysis registered nurse (pdrn) regarding the air in the line. There was patient involvement. No patient injury or medical intervention was reported.